Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Res vol is 50.9 ml, rate is 2.6 ml/hr, given is 32.15 ml. Patient not affected. No further information available.